Event description:
It was reported that the cordless driver is getting hot at user facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly and visual inspection . Through visual inspection, the qa engineer confirmed the motor windings were damaged and the e box was saturated. This would cause the described event. The affected motor and e box were replaced. The drill was repaired and returned to the customer after passing final inspection.